Event description:
I had mentor memorygel round implants placed (B)(6) 2014. My surgeon failed to educate me on possible risks and side effects. He told me I would never have to have another surgery again, unless I wanted to change the size of implant. Ever since my implant surgery, my health has been declining with more and more problems each year. My list of symptoms include: pain breasts bilaterally, numbness, fatigue, brain fog, memory loss, muscle aches, joint pain, hair loss, dry eyes and skin, recurring infections, digestive issues, rashes, food intolerances, depression, anxiety, hypothyroidism (now being medicated for), slow wound healing (I've broken 3 bones and all were slow healing as stated by my ortho), temperature intolerances, low libido, ringing in ears, heart palpitations (now being medicated for), inability to take a deep breath, insomnia, raynauds disease, foul body odor, muscle twitching, vertigo, fevers, dehydration (being medicated for), frequent urination, photosensitivity, chronic neck and back pain, nail changes, skin changes, edema around eyes, premature aging, decline in vision, ocular migraines, emotional instability, suicidal thoughts (hospitalized for in 2015), symptoms of lupus, and sjogrens. Before implants I was very healthy and active, and I feel these implants have ruined my life. I have two small children and feel like I am unable to be there for them as I should be due to my health problems. FDA safety report ID # (B)(4).